Event description:
Covidien clip applier did not fire (clips did not come together enough for clip to work). Had to bring clip applier out of the patient with trocar sleeve still attached. The covidien clip applier was replaced by another one that functioned well.